Event description:
The customer reported the images sent do not correspond to actual pt info. No pt injury.

Manufacturer narrative:
Customer called with a question regarding how to delete images. Answered customer's questions. System operating as intended.